Event description:
Per the clinic, the device was explanted due to multiple electrode anomalies.the device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
Malfunction: the spike came out of the bag while using a compact exchange device (cxd). A customer contacted baxter's (B)(4) requesting assistance with setup on the homechoice (hc) machine during use. The hp was not connected. The home patient (hp) stated that when he was spiking the bag, and the spike came out, so the hp wanted to start over with new supplies, but did not know how to get the cassette out. The technical service representative (tsr) assisted the hp to change the cassette. The hp to continue therapy. During a follow up with the hp regarding the spike coming off, the hp explained that he was using a cxd to spike the bag, and he accidently (intentionally) pulled the cxd lever back and that subsequently pulled the spike back out of the bag. The hp stated that there were no defects on any of the supplies. Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4)